Event description:
A distributor contacted technical service to report that viking m wireless had an issue, fastening pin break. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Upon inspection it was determined the safety locking pin needed to be replaced to resolve the reported issue. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Although there was no associated adverse event, if the reported malfunction were to recur during a patient transfer it could lead to serious injury or death. Therefore, baxter is reporting this complaint.